Manufacturer narrative:
39 sites have been notified by a client notification and a correction will be available in blood bank versions 10.0.1, 10.1.1 and 11.0.1. There are 0 sites that have already been corrected. No instances of patient harm have been reported as a result of this issue. The root cause of this problem is coding logic. When definitions exceed 497 entries the routine handling the maintenance does not look in the correct database location (^tpo(dv,"pkt")) for the definitions. The routine is expecting a variable that no longer contains the information and it processes the definitions as if they all have been removed.

Event description:
When new gui blood type compatibilities maintenance definitions are saved to the database, if the number of overall compatible and suitable definitions exceeds 497 lines of data, all definitions are removed. If maintenance is removed, and problem code definitions were defined, patient/unit blood type compatibilities based on problem code definitions will not be generated. This could result in a patient receiving incompatible blood. Maintenance for patient/unit blood type compatibility (bma 10,2) are not affected by this issue.